Event description:
Customer reported the IV set leaked during an infusion of sodium bicarb. Reported a very small break in the tubing at the top of the flexible portion where it meets the blue connection. Stated the administration set had been in use for 24 hours before the leak was identified. The patient had gone to CT scan and then to x-ray. The leak was discovered while returning to the department. The administration set was attached to the patient¿s triple lumen hickman catheter. The bag and administration set were replaced and the infusion was restarted without incident. Stated the CT was without contrast, that a power injection was not administered through the administration set. There was no patient harm reported and no medical intervention was required. No additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.